Event description:
It was reported that a stopcock in blister pack was damaged. This malfunction was identified during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it is known that it occurred in (B)(6) 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed.